Manufacturer narrative:
Common name: dislodger, stone, basket, ureteral, metal. Product code: ffl. (B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during an ureteroscopy with laser lithotripsy procedure on a female patient, the ncircle tipless stone extractor the basket would not close during testing of the basket. They tried to put the device in the scope and the basket became stuck and the outer sheath of the basket split/separated into 2 parts. The device was separated in the scope and never made patient contact. The procedure was completed with another device. As reported, no unintended part of the device remained inside the patient¿s body. There were no additional procedures required due to this occurrence. There were no adverse effects or consequences to the patient.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also conducted. A review of complaint history, the device history record, drawings, instructions for use, quality control data, and specifications was performed. One device was returned for investigation. The device was returned with the handle in the open position; the basket formation was in the closed position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. A functional test noted the handle does not actuate the basket formation. A visual examination noted the basket sheath is smashed 1.5 cm from the distal tip. Kinks were noted in the basket sheaths at the following locations: 18.5 cm, 21.5 cm, 48.6 cm, 49.5 cm, 54.8 cm, 57 cm, and 63 cm from the distal tip of the basket sheath. The braiding on the basket sheath has been severed 48 cm from the distal tip; the coil assembly is exposed. Between the 1st segment and the 2nd segment of severed basket sheath is 13.5 cm of coil assembly. The 2nd segment of braiding measures 5 cm. There is 2.5 cm of coil assembly exposed between the 2nd and 3rd segment. The coils were noted to be off-set in coil assembly. The support sheath and basket sheath were found to be still adhered. A review of the device history record showed no non-conformances related to the reported failure. A complaint history search revealed this is the only complaint associated with the complaint device lot number 8515707. Per the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that would not open due to sheath damage. The sheath was found to be kinked in multiple locations, with some kinks severe enough to have separated the sheath and damage the coil assembly inside. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during handling/use of the device. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.